Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Corrected data: one device was reported to be available for evaluation; however, the device was not received from the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device disassembled. There was no patient involvement; no patient impact.